Event description:
It was reported that the bed had reduced brake force due to a damaged brake pedal linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.